Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed, although the pdrn suspects the patient might have a small gi tear. The patient underwent two surgical procedures prior to the peritonitis event. All pd patients are at an increased risk of infection due to a comprised immune system. The culture result of proteus penneri indicates the peritonitis resulted from a gastrointestinal source as proteus species are gram-negative bacteria common to the gi microbiota. This finding supports the pdrns suspicion of a small gi tear. Based on the available information and the lack of any allegation against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information obtained through follow-up with the pdrn confirmed the patient presented to the pd clinic for a pd effluent culture. The patient did not report any symptoms. The pd effluent white cell count was elevated at 5526 (unknown units) with 89% polymorphonuclear cells. The patient was called back into the clinic and diagnosed with peritonitis. At this time the patient reported low back pain with walking which they stated started on the previous day but they had not reported during their clinic visit. The patient¿s pd effluent was positive for proteus penneri. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g and ip vancomycin 2g for the initial dose. The treatment was then changed to ip ceftazidime 1g every other day. The patient continued pd therapy on the liberty select cycler and recovered from the event. The patient did not require hospitalization for the event. The cause of the peritonitis event is unknown; however, prior to the peritonitis event, the patient underwent gallbladder surgery (date unconfirmed) and then required pd catheter (not a fresenius product) manipulation surgery. The patient¿s pdrn suspects the patient might have a small gastrointestinal (gi). The patient does have a history of diarrhea and clostridium difficile (c-diff). The patient did not report any leaks during treatment or issues with the liberty select cycler and does not complete a daytime exchange or any manual exchanges.